Event description:
Update: (B)(6) 2012 - medical records were received. The revision operative report indicates that copious amounts of clear, yellowish, orange fluid emanated from the joint. The patient also had a greenish fibrous debris that emanated from the joint. There was corrosion between the head and the trunnion of the stem with black debris there. The complaint was reopened to add the femoral head, stem and adapter sleeve.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address acetabular loosening. **update** 01/04/2011 - medical records were received. The revision operative report indicates that copious amounts of clear, yellowish, orange fluid emanated from the joint. The patient also had a greenish fibrous debris that emanated from the joint. There was corrosion between the head and the trunnion of the stem with black debris there.